Manufacturer narrative:
H10: internal complaint reference: h2: additional information ¿b5¿. H3, h6: it was reported that, after a tha construct had been implanted on the patient¿s left hip on (B)(6) 2011, the patient experienced loosening of the acetabular prosthesis as confirmed by x-ray examination. A revision surgery was performed on (B)(6) 2016 to treat this adverse event. The bicon-plus titanium shell 5-56 non-cem (75003742) used in treatment was not returned for investigation. An evaluation of the complained device could therefore not be conducted and the reported failure mode could not independently be confirmed. A medical assessment was performed. The revision operative note does confirm the loosening of the acetabular component. However, based on the information provided, the root cause of the reported loosening cannot be confirmed. It cannot be concluded that the reported clinical symptoms were associated with a malperformance of the implant or implant failure. The patient impact beyond the pain and subsequent revision cannot be determined. A review of the complaint history was conducted. The failure mode, severity and occurrence stated in the corresponding risk file are adequate. A review of the batch record revealed no deviations from the standard manufacturing process that could have contributed to the reported issue. The IFU lists loosening as a known possible side effect resulting from a hip arthroplasty. Based on the conducted investigation, the reported failure mode could be confirmed. The relationship between the reported event and the device was confirmed. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. It is not possible to speculate about factors which could have contributed to the reported event. Based on available information the root cause stays undetermined after investigation. The need for corrective action is not indicated. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that, after a tha construct had been implanted on the patient¿s left hip on (B)(6) 2011, the patient experienced loosening of the acetabular prosthesis as confirmed by x-ray examination. A percutaneous puncture on the left hip performed on (B)(6) 2016 revealed no apparent indication for infection that might led to the loosening of the prosthesis. A revision surgery was performed on (B)(6) 2016 to treat this adverse event; the bicon-plus titanium shell 5-56 non-cem was explanted. In addition to the bicon-plus titanium shell 5-56 non-cem explanted, the bicon-plus rexpol insert std 5/36 and biolox delta ce ball head 12/14 36xl were also explanted. Postoperative x-ray analysis showed correct implant position with no evidence of fracture.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, after a tha construct had been implanted on the patient¿s left hip on (B)(6) 2011, the patient experienced loosening of the acetabular prosthesis as confirmed by x-ray examination. A percutaneous puncture on the left hip performed on (B)(6) 2016 revealed no apparent indication for infection that might led to the loosening of the prosthesis. A revision surgery was performed on (B)(6) 2016 to treat this adverse event. The bicon-plus titanium shell 5-56 non-cem, bicon-plus rexpol insert std 5/36 and biolox delta ce ball head 12/14 36xl were explanted.